Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes loose and one actually broke off [device breakage]; no adverse event [no adverse event]. Case description: a wife reported via e-mail on 29-jan-2017 that the last lot of oral-b brushheads, version unknown that her husband of unspecified age had purchased may have had a fault as the brush heads became loose and one actually broke off. The wife stated that her husband had an oral-b rechargeable toothbrush, version unknown and always used the oral-b brush heads. No symptoms developed. On 31-jan-2017 received wife's follow-up e-mail: the wife reported that there were 4 brush heads in the pack of precision clean brush heads. No further information was provided.